Event description:
It was reported that while surgeon was impacting the peek navigator into the internode space, the rail on the graft broke off and the inserter could no longer hold onto the device. Broken implant was removed from wound and a second device was used to complete the procedure with no complications or adverse events.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the reported event of back rail breakage of the navigator 10mm x 26mm x 0deg spacer was confirmed by sales rep report and via visual inspection. A review of the manufacturing records for this lot, did not reveal any anomalies that may have contributed to this event. The surgical technique for navigator indicates that it is important to verify adequate discectomy and to maintain distraction during insertion of the cage. It is also important to verify that the implant is properly locked to the inserter before insertion. Material analysis was conducted for a similar complaint and the macro-features of the fractured surfaces indicated that the implant broke in fast fracture. The discoloration and damage around the fracture indicated that the fracture was likely overloaded from the side. The exact cause of the breakage is not known and is likely multifactorial. Previous back rail breakages have sighted the following user errors as causes: excessive force during insertion/impaction of the cage, oversized implant causing greater force during insertion, inadequate discectomy. It is likely that a combination of the causes led to breakage of the implant in this case. Based on the material analysis conducted for a similar complaint, it is likely that the implant broke due to overload from the side. Therefore, it is likely that the event occurred due to a user error. Conclusion: the discoloration and damage around the fracture indicate that the fracture was likely overloaded from the side. The exact cause of the breakage, however, is not known and is likely multifactorial.

Event description:
It was reported that while surgeon was impacting the peek navigator into the internode space, the rail on the graft broke off and the inserter could no longer hold onto the device. Broken implant was removed from wound and a second device was used to complete the procedure with no complications or adverse events.